Manufacturer narrative:
The company representative was able to replicate the reported issue. The lamp was replaced to address the issue. The lamp was returned on this investigation the system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The lamp received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing of the returned part was performed. The system displayed system message when inserting an illuminator probe. The reported event was replicated. The root cause of the reported event is attributed to nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery in an ophthalmic system message was displayed and issue with bulb. The surgery was completed by switching to auxiliary illuminator. There was no reports of patient harm.